Event description:
On 12/23/09, received user facility medwatch report (uf/importer report #: (B) (4). The hospital reported that, during an endoscopic vein harvesting procedure, "the vasoview harvesting tool would no shut off. First noticed smoke, removed tool, tip found to be bright red. Cord changed first, problem continued; a second kit was opened, tool exchanged, procedure continued with no complications." The hospital reported no pt effects. Product will be returned.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)